Event description:
As reported by the field clinical specialist (fcs), approximately 4 years post-implant of a 26 mm sapien 3 valve in an unknown position, a possible valve in valve (viv) proctor review was requested. The patient was experiencing increased fatigue and shortness of breath and new york heart association (nyha) ii-iii. According to the echo, there is stenosis. Per proctor review, "I do not see halt on valve but look if there is calcification of leaflets. The valve is also under expanded in the mid potion where there is calcium just below left coronary ostium. The coronary ostia are at the risk plane for occlusion, so post dilatation of the valve may cause coronary occlusion risk. You can do this patient with a 23mm sapien ultra resilia valve and place top of the valve 2 mm below top of old valve. Post dilates this valve with a 24 true balloon".

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to a limited amount of information, it is unknown what could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from a follow up. The following sections of this report has been updated: update to b4, b5, d6, g3, g6, h2, h6, h11. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years post-implant of a 26 mm sapien 3 valve in an unknown position, a possible valve in valve (viv) proctor review was requested. The patient was experiencing increased fatigue and shortness of breath and new york heart association (nyha) ii-iii. According to the echo, there is stenosis. Per proctor review, "I do not see halt on valve but look if there is calcification of leaflets. The valve is also under expanded in the mid potion where there is calcium just below left coronary ostium. The coronary ostia are at the risk plane for occlusion, so post dilatation of the valve may cause coronary occlusion risk. You can do this patient with a 23mm sapien ultra resilia valve and place top of the valve 2 mm below top of old valve. Post dilates this valve with a 24 true balloon". Additional information received noted that a valve in valve was completed successfully.

Manufacturer narrative:
Due to a change in the information, the previously submitted investigation is no longer applicable and the investigation is ongoing. Once the investigation is completed, a supplemental MDR will be submitted.

Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the investigation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for calcification was confirmed based on the medical report. Available information suggests that patient factors (pre-existing comorbidities) likely contributed to the event as hyperlipidemia, diabetes mellitus, and hemodialysis were reported in the patient's medical history. According to the technical summary, evaluation of reported complaints of svd ' calcification events for the sapien xt, s3, and s3u valves did not confirm any manufacturing non-conformances. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.